Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and shocks due to atrial undersensing. Technical services mentioned it may be related to the right atrial non boston scientific lead. The ICD remains in service. No additional adverse patient effects were reported.